Manufacturer narrative:
(B)(4). Batch # = n90j9g. The analysis results found that the 2b12lt device was returned in good condition. In addition, a protector was received in a petri dish. The device was visually inspected and no missing pieces were observed from the universal seal components. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. In order to evaluate the condition of the internal components of the universal seal, it was disassembled. Upon disassembling, no anomalies were noted with the internal components, all the protectors were found, which confirms the returned protector was an extra component on the assembly. It is likely that the extra component was attached during manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: is seal being sent back for analysis with rest of device? --- yes. Or was seal discarded? --- no.

Event description:
It was reported that during a lap cholecystectomy, a translucent seal was partially damaged and it fell into the patient. The fallen piece was retrieved. The device was used as a camera port. Another device was used to complete the case. There were no adverse consequences to the patient.